Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at service center and evaluated. The complaint was confirmed. The defects reported by the customer have been verified and remedied using the measures listed in the "proof of repair." "Micro": preventive replacement of o-rings performed. Acc. To service manual. Motor not turning smoothly - motor replaced. Resistance value out of specs: hand control set replaced. Short circuit in the motor cable - motor cable replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. As per the input check report ,there is a short circuit in motor cable and values of keypad are out of range. Therefore the root cause for the reported problem in motor failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: this serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.

Event description:
It was reported by the affiliate in that the micro tornado hp w hand control device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit on the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.